Event description:
An affiliate reported a customer alleged a healthcare worker was unloading processed devices from a completed sterrad 100s sterilizer. Sometime later (unspecified), the healthcare worker touched a processed device which was wet and got burned. It is unk how long the burning lasted. The healthcare worker had discoloration on both thumbs, index and ring fingers along with intense soreness. The healthcare worker did not see a doctor.

Manufacturer narrative:
Skin contact.